Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Stryker hip was defective metal on metal. Over a period of 7 years with frequent blood tests , showing no toxic metal present, the hip residue continued to erode all of the natural body components of my husband¿s hip joint. Finally after 7 years still with normal blood levels, the pain was too much. He had the hip removed. There was 100% erosion of all his connective tissue. As of this date (B)(6) 2021, he is waiting a third hip replacement following 4 months of wound vac management, and IV antibiotic. We still have no reason to think that the initial hip was any fault but yours . Had 8 surgical attempts to either place the hip back or relieve the excruciating pain. He has remained on a wound vac. With extended IV ports for antibiotics. Immobile to limited mobility. Long 2 week stays in hospital. Now facing another hospital stay and immobilization for an antibiotic block for 9? Weeks, then another hip replacement.